Event description:
It was reported that no urine flow was observed from the foley catheter after the placement. When the catheter was replaced with a new one the urine flow was observed.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. The sample was evaluated and observed the exterior of the sample did not find any evidence of a failure that would support the reported event. The evaluation found that there was no blockage observed in the drainage lumen as the water was able to be introduced through the drainage funnel and came out from the drainage eye without difficulty. The flow rate test was performed on the returned catheter and was passed. The product did not caused the reported failure. A potential root cause for this failure mode could be due to broken spigot was not replaced. However this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that no urine flow was observed from the foley catheter after the placement. When replaced with the another foley catheter, urine flow was observed.